Manufacturer narrative:
Investigation: one sample was received for evaluation. A visual inspection was performed under a microscope. The needle assembly has no foreign matter. The plastic shield was also visually inspected and it was noted to have three embedded black specks, therefore failure mode is verified. Embedded foreign matter can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. This is a cosmetic defect only and does not affect the integrity of the syringe.

Event description:
It was reported with the use of the bd precisionglide¿ needle there was an issue with black spots/residue on end of needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd precisionglide¿ needle there was an issue with black spots/residue on end of needle.